Event description:
It was reported that the patient experienced an implant of an artificial urinary sphincter (aus) device. An aus device was implanted in the patient before. No patient harm or product malfunction was reported.